Event description:
It is reported that the patient faced infusion set bent cannula on which leads to high blood glucose levels upto 344 mg/dl and got treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.